Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained. 3.8 inr/2.8 inr, 6.2 inr/4.3 inr, 3.2 inr/2.2 inr, 2.5 inr/1.9 inr, 2.0 inr/1.5 inr, 4.6 inr/3.4 inr, 2.0 inr/1.5 inr, 2.3 inr/1.8 inr. 9) 2.9 inr/2.1 inr. 10) 2.6 inr/2.0 inr. 11) 3.4 inr/1.3 inr. No treatment information provided. No adverse event reported. Requested return of suspect system. However caller no longer has test strips; replacement was sent.

Manufacturer narrative:
No patient information provided.